Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) lead. A revision procedure was performed and this device was explanted and replaced. The right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.